Event description:
Related manufacturer reference#:1627487-2019-06994. It was reported the patient's lead was fractured. As such, the patient underwent surgical intervention where the leads were explanted and replaced. Reportedly, effective therapy was regained following the procedure and the issue is resolved.